Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported that the ventilator would not alarm when the mask was removed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service provider (sp) inspected the device and confirmed the reported issue. The sp found that despite correctly mounting the circuit and with suitable settings, there was no patient disconnect alarm. The sp ordered a central processing unit (cpu).

Manufacturer narrative:
The service provider replaced the central processing unit (cpu) however, a patient disconnect alarm appeared and reset itself immediately. The repair is on going.

Manufacturer narrative:
H11: b3: information was received that the date of the event was 07/15/2022. The unit was in spontaneous with timed backup (s/t) mode. The patient was connected with a mask, the unit was without a humidifier and with the antibacterial filter mounted at the gas outlet. The repair is still pending.

Manufacturer narrative:
Information was received that the date of the event was 07/15/2022. The unit was in spontaneous with timed backup (s/t) mode. The patient was connected with a mask, the unit was without a humidifier and with the antibacterial filter mounted at the gas outlet. The device was evaluated by the customer and an international philips field service engineer (fse). The philips international field service engineer (fse) replaced the central processing unit (cpu); however the patient disconnect alarm immediately reset itself, therefore, further intervention was necessary and the blower assembly and gas delivery system assembly (gds) were replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified the unit began to operate as designed without issue or error code (e/c) shortly after the power on button was pressed. The technician verified that with the removal of restrictor which simulates the removal of the patient mask, that the stb went into alarm for patient disconnect e/c 1200 as expected. This was repeatable at the pil with multiple restrictor removals. The technician verified that the stb with the suspect cpu pcba installed passed all pressure accuracy testing per the latest revision of the v60/v60 plus service manual. The pil technician could not verify that the customer allegation of device does not alarm when the mask is removed. The investigation resulted in a no problem found conclusion. The cpu pcba operates as designed.